Manufacturer narrative:
Device is combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50 x 20mm synergy ii drug-eluting stent was successfully implanted in the lesion. However, upon withdrawal of the stent delivery system (sds), it got snagged on the non-bsc guide catheter. The physician pulled it a little harder and when the sds was removed, it was noted that the distal tip of the balloon was kind of "accordinoed". The procedure was completed with this device. No patient complications were reported and the patient's status was fine.